Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.